Event description:
It was reported that the patient¿s glucose level was between 181-250 mg/dl while wearing the pod, on their arm, for less than an hour. Investigation of returned device found the contamination on the commutator cap, within the pod. The device was originally reported for alert during operation.

Manufacturer narrative:
The pod arrived fully deployed. Rotational abnormalities were observed in conjunction with an 0x41 alarm, indicating rotational sensor maximum summed error table. Rotational abnormalities were replicated in a rerun. Contamination was observed on the commutator cap, which was confirmed as the root cause of the rotational malfunctions and subsequent 0x41 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.